Event description:
It was reported that the device was used during a laparoscopic spine procedure. It was reported by the rep that (2) er420 instruments had spitting clips. The surgeon continued the case using the 2nd er420 instrument. There was no consequence to the patient.